Event description:
(B)(4). I have gained over 50 lbs since having them implanted. I have started noticing issues with my memory (short term mostly) and increased bleeding and cramping during cycle from first cycle after implant.